Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. Date of follow-up report: 01/19/2017. Examination of the received sample found that the single-use device had been reprocessed by stryker. Communication with the customer also confirmed that this is a reprocessed device, and further questions have been extended regarding return of the device to their facility.

Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an obgyn procedure, the device would not seal vessels. An end tone was heard when the issue occurred.